Manufacturer narrative:
The patient /family was the initial reporter, so personal information was not entered. Product information was not provided, so manufacture date could not be determined.

Event description:
The customer was in the hospital for reasons unrelated to diabetes. When he compared his blood glucose readings with the hospital's readings, the contour next one was approximately 38mg/dl higher. Specific results were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. There was no allegation of an adverse event. The strips were not expected to be returned for evaluation. Product was not replaced.